Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Explanted date: device was not explanted. Establishment name: (B)(6). (B)(4). The actual sample has been returned for evaluation. Visual inspection of the delivery catheter (referred to as the actual sample) found no kink or other anomalies in the appearance over the total length. The stent sheath had migrated about 90 millimeters proximally from the original position. Magnifying and electron microscopic inspection of the stent sheath (stent-mounted position) found no crush, scratch, or other external anomalies that could prevent the stent release. The outer diameter of the stent sheath (stent-mounted position) was measured and confirmed to meet the factory's control criteria. No dimensional anomaly was noted. Magnifying inspection of the inner shaft (stent-mounted position) found no crush or other external anomalies that could prevent the stent release. Magnifying inspection of the distal tip section found no external anomalies such as flaring or crush. The release wires fixing section was inspected under a magnifier, and compared to a factory-retained sample, no anomaly was observed. Magnifying inspection of the shaft section found no crush or other external anomalies. X-ray fluoroscopic inspection of the actual sample found no anomaly such as a disconnection or kink in the release wires. The handle section was inspected under x-ray fluoroscope and compared with the factory-retained sample. The following results were obtained: I) the release wires had been spooled around the thumb wheel and no anomaly was observed; ii) when clicking the factory-retained sample, the release wires were spooled around the thumbwheel for about half a lap at 10 clicks, and about one lap at 20 clicks. Since the release wires of the actual sample had been spooled approximately 2.5 laps, it was inferred that the actual sample had been clicked about 52 clicks. Iii) the factory-retained sample was clicked 52 times in total and compared with the actual sample. The release wires were in the same spooled state as those of the actual sample and the stent was found to have been deployed completely about 60 centimeters. A review of the manufacturing history record and the shipping inspection record of the involved product/lot number combination confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. Based on the investigation results, no anomaly was found in the actual sample that led to stent deployment failure or elongation of stent. It was presumed that the following mechanism might have caused the problem in this case. The stent was elongated due to tensile load applied during the release. Due to some factors (e.g., insufficient pre-dilation), the deployed stent was pressed against the stenotic lesion. As a result, the stent struts were opened and stretched. Relevant IFU (instructions for use) reference: "do not pull the delivery system tight during stent deployment. (The stent can become elongated during deployment.)" Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the stenting was performed with the involved r2p misago 10.0 - 60 after a right iliac approach. The right iliac was approached with a destination 6fr 119 centimeters and pre-dilation was performed with a senri 8.0 - 40 over a command 18 wire. The stent was positioned according to the distal marker, which then started the stent release.. After the completion of release, cine image clearly showed that the proximal marker had stretched proximally. After the post dilatation with the senri 8.0 - 40, it was found that the stent had elongated about twice as long as the balloon (80 millimeters long). The stent was left as it was and the procedure was finished. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury or blood loss. The final condition of the patient was not harmed. The procedure outcome was not reported. The event occurred intra-operative.